Manufacturer narrative:
B5: additional information was received: the patient was given a bolus of versed and fentanyl as treatment. It was reported that the patient's condition stabilized. H10: baxter received and evaluated the device. Evaluation inspection observed the reported issue. The reported condition was verified. The cause is attributed to an out of specification force sensor. The force sensor was replaced. An event history log verified a downstream occlusion and alarms were verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after five minutes of the patient infusion with a spectrum iq pump, a downstream occlusion alarmed. It was reported the patient was undergoing a bronchoscopy and was receiving fentanyl 150mcg/h and a curare (unknown dose). There were no signs of occlusion, the clamps were opened and the patient's intravenous access was working properly. The nurse unplugged the tubing from the patient and tried to run the infusion without success; the alarm remained ongoing. Another pump, bag and tubing were utilized to continue the infusion. The patient's blood pressure was ¿higher¿ during the event. Treatment for the ¿higher¿ blood pressure was not reported. At the time of this report, the patient outcome was not reported. No additional information is available.